Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatments appear to be related to circumstances of the procedure. Factors that may contribute to material separation include, but are not limited to, tensile strength, corrosion, excessive force applied to device, interaction with accessory devices, and/or interaction with challenging anatomy. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported the procedure was to perform atherectomy in the posterior tibial artery. The phoenix atherectomy system and the command es guidewire were advanced to the target lesion however during use, the guide wire tip separated. A drug eluting stent was implanted to trap the separated tip in the subintimal space of the posterior tibial artery. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.